Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a 26-year-old female patient who had essure (batch no. 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and tobacco user. Previously administered products included for an unreported indication: iud. Concurrent conditions included coagulation factor v level decreased, painful urination, urgency urination, nausea, pain, pulmonary embolism and micturition burning. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, 2 years 6 months after insertion of essure, the patient experienced urinary tract infection ("uti"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced migraine ("migraines"). The patient was treated with ciprofloxacin (cipro), phenazopyridine hydrochloride (pyridium) and surgery (hysterectomy and bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the migraine, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2009 and (B)(6) 2009). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded; on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain / pelvic area pain') in a 23-year-old female patient who had essure (batch no. 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and tobacco user. Previously administered products included for birth control: iud from (B)(6) 2008 to (B)(6) 2009. Concurrent conditions included coagulation factor v level decreased, painful urination, urgency urination, nausea, pain, pulmonary embolism and micturition burning. Concomitant products included levofloxacin (lovenox) for pulmonary embolism as well as oxycodone since (B)(6) 2009 and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced migraine ("migraines"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"). The patient was treated with ciprofloxacin (cipro), phenazopyridine hydrochloride (pyridium) and surgery (hysterectomy and bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the migraine, urinary tract infection, depression, anxiety, dysmenorrhoea, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2009 and (B)(6) 2009). Discrepancy: if you have not had your essure removed, are you currently planning for essure removal: no. -she received treatment for "pain, bleeding and urinary/bladder problem". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded; on (B)(6) 2010: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2012: negative. Urinalysis demonstrated 5 to 10 red blood cells, 10 to 25 white blood cells and 2+ bacteria. There is moderate leukocyte esterase. It is felt this is consistent with a urinary tract infection. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Event¿ urinary/bladder problem¿ was added. Events¿ pelvic pain vaginal bleeding and menorrhagia¿ outcome was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a 26-year-old female patient who had essure (batch no. 20210351) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery and tobacco user. Previously administered products included for an unreported indication: iud. Concurrent conditions included coagulation factor v level decreased, painful urination, urgency urination, nausea, pain, pulmonary embolism and micturition burning. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, 2 years 6 months after insertion of essure, the patient experienced urinary tract infection ("uti"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced migraine ("migraines"). The patient was treated with ciprofloxacin (cipro), phenazopyridine hydrochloride (pyridium) and surgery (hysterectomy and bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the migraine, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2009 and (B)(6) 2009). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded; on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, pelvic pain. Most recent follow-up information incorporated above includes: on 2-aug-2018: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), uti, depression, mental anguish and dysmenorrhea (cramping). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain and migraine outcome was unknown. The reporter considered migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Company causality comment incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.